Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recv2579 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "nurse in nursing home states she received a pt that has a dl powerpicc solo. She wants to know if this is a valved PICC and needs recommended flushing information. She also stated one of the lumens will not flush and does not have a blood return". Ms&s informed "that the powerpicc solo is a valved PICC. Informed caller of the following flushing recommendations: 10 ml ns to each lumen weekly (every 7 days) when not in use, 10 ml ns to lumen after each use (blood sampling, administration of IV medication, tpn, or blood products), 20 ml ns to lumen prior to blood sampling when infusing tpn and 10 ml ns to lumen after injection of IV contrast. Informed that the standard of care is to not use the vad if a blood return is not obtained. Discusses possible causes of occlusion. Recommended she speak with the physician about the use of cathflo or a dye study to check PICC function and placement".